Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/15/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. No evidence of short battery life was observed in the available information. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap did not secure properly to the pump; however, the pump powered on appropriately. Evidence of moisture ingress was also found in the battery compartment. Current draws measured within specifications. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and further evidence of moisture ingress was found.